Event description:
Customer reported an issue related to updating time, personal profile, or settings, which led to a low blood glucose level of 50 mg/dl. Customer took immediate action by consuming carbohydrates, and there was no need for third-party assistance. Technical support helped the customer update basal rate and correction factor settings, following advice from a healthcare professional.